Event description:
It was reported that the patient experienced a pericardial effusion. It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, half way thru procedure the patient experienced a pericardial effusion after coming out of the left, back to the right atrium, the catheter presented spline planarity issues. At the end of the case patient had developed an 8 mm pericardial effusion at some time throughout the case. Medical intervention included, reversed heparin with protamine, monitored size of effusion with ice catheter for 20 minutes and admitted to ICU for overnight observation with planned thoracic echo.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.